Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that an iw990 infant warmer had an issue. Upon device servicing at the f&p regional office, it was discovered that the base case was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint I(B)(4) infant warmer was returned to fisher & paykel healthcare (f&p) service centre in germany where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photograph and information provided by f&p service centre in germany. Results: visual inspection of the subject (B)(4) infant warmer revealed that the base case of the infant warmer was found to be cracked. Conclusion: we are unable to determine the cause of the reported event. The user manual for the (B)(4) infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that an (B)(4) infant warmer had an issue. Upon device servicing at the f&p regional office, it was discovered that the base case was cracked. There was no patient involvement.